Manufacturer narrative:
(B)(4) device evaluated by manufacturer: visual and microscopic analysis of the returned device revealed the distal part of the device was bent and lightly elongated at the tip. There were several bends at the tip of the wire. The device presents a section of 3 cm of length where the coating is detached from coil. This section is located 20 cm from the distal end, and also presents a section of half centimeter of length where the coating is detached from coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during preparation, a guide wire tip kink occurred. During unpacking the tip of a 035/260/3mm amplatz super stiff guide wire was found to be kinked. The amplatz guide wire was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned product analysis revealed coating detached.